Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with redness, inflammation, and infection, underneath sensor pod area only. The parent brought the patient to the emergency department, where she received a prescription for an oral antibiotic (clindamycin), an unspecified cream was applied on the infected area, after which she got discharged from the hospital. The parent stated that the patient was doing fine after a week of taking the antibiotic and no further medication was needed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.